Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at a follow-up in-clinic consulting the inappropriate shocks they received after they exercised. The device could not be interrogated due to it being in backup vvi mode. The device was explanted and replaced and the patient was stable after the procedure.

Manufacturer narrative:
The reported field event of backup mode was confirmed in the laboratory and was caused by two resets that occurred in a row too quickly due to a known mechanism that can be encountered when too many high voltage charges are performed in too short a period of time. The device was tested on the bench and no anomalies were found.